Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl, and a large ketone level identified as dangerous. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and fluids. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.